Event description:
The patient was treated in the study with a precise stent to the right internal carotid artery. One day after the procedure, the patient experienced left hemiparesis with positive babinski., behavioral change and amaurosis fugax. The patient was diagnosed with a stroke.

Manufacturer narrative:
This product is not available for analysis. Additional information has been requested and will be provided within 30 days of receipt.